Event description:
Complainant alleged that while attempting to defibrillate a male patient, the device was unable to discharge via the attached non-zoll electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. Complainant indicated that the electrode pads were subsequently discarded and are not available for evaluation.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.